Manufacturer narrative:
During inspection and testing, the noise on the image and no image issues were found to be caused by defective product circuit and shielding configurations, and damage to the connector part of the video circuit board. In addition, service found physical stress related issues to the insertion section, adhesive of the distal end, connector, and control section. Chemical stress related issues were observed on the control section. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported experiencing image distortion with the endoeye flex deflectable videoscope. The device was returned to an olympus service center for evaluation. During inspection and testing, service found noise on the image and image loss. This report is being submitted for the reportable malfunctions of noise and image loss. There was no patient harm or user injury reported due to the event. Additional details were requested regarding the reported event, but were not available.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have occurred due to the defect of the image sensor unit or failure of the internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.